Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was observed with intermittent backup pacing after loss of capture. It was determined that there may have been some atrial oversensing. The sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.